Manufacturer narrative:
Reported event: an event regarding loosening involving an accolade stem was reported. The event was confirmed via medical review. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "the ap pelvis x-ray shows a press fit right tha in anatomic position. There are radiolucent lines surrounding the femoral component consistent with aseptic loosening. No documentation regarding revision surgery was provided . Aseptic loosening of a press fit tha femoral component is confirmed. The root cause of the component aseptic loosening cannot be determined from the information provided. Should further documentation become available I would be happy to further this investigation." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to stem loosening. A review of the provided medical records by a clinical consultant indicated: "the ap pelvis x-ray shows a press fit right tha in anatomic position. There are radiolucent lines surrounding the femoral component consistent with aseptic loosening. No documentation regarding revision surgery was provided . Aseptic loosening of a press fit tha femoral component is confirmed. The root cause of the component aseptic loosening cannot be determined from the information provided. Should further documentation become available I would be happy to further this investigation." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to aseptic loosening of the stem. The stem and the head were revised. Rep confirmed there are no allegations against the revised head, and provided all information available from the hospital and surgeon.